Event description:
It was reported that during normal follow-up, externalized conductors were observed. The patient received inappropriate shocks. Electrical anomalies, including variation in capture threshold, were observed. The lead was capped. Patient was stable.